Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was found to be in safety mode. Subsequently, this device was explanted and replaced with a new crt-d successfully. This device has been received for investigation. No additional adverse patient effects were reported.